Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Both a b30 as well as an e216 error code was present on starting up the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his evis exera iii xenon light source was presenting both b30 and e216 scope communication errors when powered on during procedure preparation. According to the initial reporter, the intended procedure was diagnostic and was completed using another scope without any patient harm. This report is being submitted in conjunction with patient (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 08-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The facility¿s cv-190 plus, clv-190, and gif-h190 were combined and investigated and the phenomena were not confirmed. It was recommended to replace the scope connector socket (rv382000) and ex board (gn889800). The instruction manual of cv-190 identifies the following related verbiage which could have prevented the phenomenon: code b30: ¿error message: scope communication err. Possible cause: the video system center cannot communicate with the endoscope. Solution: stop using the endoscope and contact olympus.¿ /// code e216: ¿error message: scope communication err e216 contact olympus. Possible cause: communication with the endoscope is disconnected. Solution: connect the scope again.¿ /// also, the following was confirmed in the instruction manual of clv-190 regarding communication with the endoscope: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.